Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2018 and dvbb1d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia. It was noted that the right ventricular (rv) lead exhibited high pacing impedance. In addition, a possible lead fracture was observed. The high voltage lead was programmed off. No further patient complications have been reported as a result of this event.